Event description:
It was reported that a spectrum iq pump failed to alarm for upstream occlusion during fentanyl therapy at the critical care area. The customer kept having to go up on the rate of patient and give boluses with no effect. Then, the pump rang off bottle empty. However, upon investigation the bottle was still full, and the drip chamber was caved in. In addition, there was a large amount of air in the line and the pump did not alarm 'air n line'. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.